Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient couldn¿t tell if their therapy device was working anymore. They weren¿t feeling the implanted neurostimulator (ins) do anything. The patient was redirected to their healthcare professional (hcp) to check the ins status. There were no device issues or further complications reported or anticipated.